Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead exhibited an increase in capture thresholds and a decrease in r-wave sensing. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences to the patient. It was also reported that the same lead had been repositioned for similar reasons six months earlier.